Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-05183. It was reported the patient ((B)(6)) was experiencing ineffective stimulation coverage. Lead diagnostic testing revealed high impedance measurements on one of the patient's leads. X-rays identified no anomalies. In turn, the patient will undergo surgical intervention as the next course of action. Both of the patient's leads are being reported since it is unknown which lead displayed high impedance measurements. The implant date for the following device is unknown: model: 3688, scs ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2016-05183. Follow-up revealed the patient underwent surgical intervention on (B)(6) 2016 where one of the patient's leads was disconnected from the ipg and left in situ and another lead was implanted. Effective therapy was obtained post-operative.